Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter (husband) for the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca). The reporter stated that the alleged inaccuracy began on (B)(6) 2017, 6:30. The reporter stated that the patient obtained a blood glucose result of 119mg/dl the subject meter, compared to 29mg/dl on an unknown meter performed more than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter detailed that the patient manages their diabetes with insulin (self-adjuster) and denied that the patient made any change to her usual diabetes management routine as a result of the alleged product issue. The reporter stated that 2 hours after the alleged product issue began the patient developed symptoms of cold clammy disorientated (she did not recognise her husband). The reporter stated that on (B)(6) 2017 8:30 pm, the patient received healthcare professional (hcp) glucose treatment from emergency medical services. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.